Event description:
Four 20 ml equashield syringes (all lot 2528520a) have malfunctioned over the last two days. Twice while compounding, the needle began protruding from the end of the syringe and began to forcefully leak hazardous medication. Once while the syringe was still attached to the equashield vial adapter, medication began leaking from where the two devices were joined. For the final malfunction, the needle began protruding from the end of the syringe but eventually went back in. Pt code: 4582. Device codes: 1354, 2588, 1536. Reference reports: mw5174091, mw5174092, mw5174093.